Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. Hardware low level failure alarm was confirmed in the formatted history file due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer reported that insulin pump's battery died in the middle of night. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.